Manufacturer narrative:
Catalogue-no respt lot-code remained unknown. Upon request we received on november 22, 2016 a letter from the patient¿s attorney containing initial and revision operation reports and x-ray copies presenting the broken nail. The initial surgery report referred to a 10mm pfna which was implanted on (B)(6) 2015. The revision surgery report, performed on (B)(6) 2016, referred a stryker pfna. The x-rays presented a nail with different appearance to nails manufactured by stryker. The arrangement of distal drill holes, the geometry at proximal and the appearance of the lag screw did not correspond to any stryker product. Further, stryker has no nail version that is called pfna. Summary: the term stryker, most likely mistakenly used, for the pfna is incorrect. The nail in question is no stryker product. Thus, no further statement is possible.

Event description:
Client was in (B)(6) for rehab purposes. While taking a walk on hospital grounds on her crutches, she was suddenly struck with unbearable pain im her left leg. Because of the very heavy pain, she was immediately transferred to the next hospital ((B)(6)). Via x-rays, a fracture of the femur nail was diagnosed (fracture of pfna, accompanied by multiple periprosthetic fracture of the bone in the middle of the femoralis with consecutive ad-aim-malposition dorsomedial (dorsal 13°, medial 15°)).

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Client was in (B)(6) for rehab purposes. While taking a walk on hospital grounds on her crutches, she was suddenly struck with unbearable pain im her left leg. Because of the very heavy pain, she was immediately transferred to the next hospital ((B)(6)). Via x-rays, a fracture of the femur nail was diagnosed (fracture of pfna, accompanied by multiple periprosthetic fracture of the bone in the middle of the femoralis with consecutive ad-aim-malposition dorsomedial (dorsal 13°, medial 15°)).